Manufacturer narrative:
Sc-1132 ((B)(4)) device evaluation indicated that the complaint of charging issues were verified. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 3.62 volts. The device exhibited excessive sleep current leakage. The impedance between vh and ground was low. The asic got damaged.

Event description:
A report was received that the patient's ipg would not hold its charge and the remote control (rc) would display telemetry error after a non-device related back surgery. It was confirmed that electrocautery was used during the procedure which could have damage the ipg. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).